Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inserter breaking during procedure. Probable root cause: design poor mechanical advantage of locking feature materials of inserter locking mechanism cannot withstand user locking forces manufacturing - locking mechanism not manufactured or assembled to specification - incorrect heat treatment applied application not enough force applied user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the inserter broke during procedure. All pieces were retrieved.

Event description:
It was reported that the tip of the inserter broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.